Event description:
It was reported that the customer had issues with the reservoirs and infusion sets. The customer's blood glucose was 250 mg/dl. The customer stated that inserting the infusion sets was painful and uncomfortable. The customer stated that she was receiving no delivery alarms as well. The customer also had a leak in the reservoir for the first time. The customer declined troubleshooting. Advised customer to call back if assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.